Event description:
It was reported that the patient has pain in the right hip down to the knee and ankle consistently; he is experiencing problems driving, sitting, and walking. Patient is following up with doctor. Blood work and MRI were scheduled.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.